Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were intermittently observed in the cartridge. The customer provided a blood glucose level of 250 mg/dl. Reportedly, the customer did not remove the air from the cartridge during the load sequence. Tandem technical support educated the customer on the proper technique to fill the cartridge, and instructed the customer to use the fill tubing feature to prime air bubbles from the tubing. Customer acknowledged.